Event description:
It was reported that during use, the cardiohelp-I unit displayed a disposable error and no flow was observed. The disposable was disconnected and put on the emergency drive. The unit was swapped out for another pump. (B)(4). Please refer MFR report #: 8010762-2013-00171.